Manufacturer narrative:
Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed a gas change, performed the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows 46 successfully performed treatments. The measured energy was stable. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. The root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction date received by MFR: a supplemental medical device report (smdr) is being filed to correct the date received by MFR. Date on the prior filed medical device report. Incorrect date of 11/21/2018 is being corrected to 11/26/2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with overcorrection following lasik treatment. Additional treatment was required. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.